Event description:
Patient mentioned that they were having issues with the up & down button for the past 6-8 months and the button requiring multiple presses. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: evaluation revealed that the keypad rubber was fully intact. The up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The other keypad buttons respond appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts and the up arrow and down arrow key contacts were found to be misaligned. Unrelated to the complaint, evaluation revealed a damaged battery cap. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's manual instructs the user to call animas customer service if the user suspects that the product is damaged.